Event description:
It was reported that during a hand assisted colon procedure, three discs tore in two different places around the ring. When the third one failed, the procedure was almost completed, so there was no need to open another one. There was no patient consequence.

Manufacturer narrative:
Second lot number provided: 060201.